Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an atrial bipolar lead impedance warning was noted. Variable and high atrial thresholds have been noted, and high impedance. Evidence of noise was also found on lead electrogram on stored episodes. The right atrial (ra) lead was reprogrammed to unipolar sensing and pacing and atrial sensitivity was also reprogrammed. The ra lead remains in use. No patient complications have been reported as a result of this event.